Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of serratia marcescens which is an organism that is normally found in the environment particularly in soil and water. The patient¿s pd nurse reported the peritonitis was associated with the patient¿s poor infection control technique at home which is a significant risk factor for peritonitis.

Event description:
A registered nurse (rn) contacted technical support to report the peritoneal dialysis (pd) patient was in the hospital with peritonitis. Upon follow up, the nurse reported the patient was experiencing symptoms of abdominal pain, fever, and diarrhea. As a result, the patient was hospitalized on (B)(6) 2020 and was diagnosed with peritonitis. The nurse states the pd culture (obtained on (B)(6) 2020) grew the bacteria serratia marcescens. While hospitalized, the patient was treated with unspecified intra-peritoneal (ip) antibiotics and continued pd therapy. Subsequently, on (B)(6) 2020, the patient was discharged home continuing pd with same cycler. The patient is reportedly recovering from the event. Per the nurse, the patient did not have any issues with fresenius device or product in relation to the event. The nurse attributed the peritonitis to poor infection control technique at home on the patient¿s part.